Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unspecified alarms occurred. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy. No additional information was available.